Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023 . On (B)(6) 2023 , the experienced a skin reaction with rash, redness, drainage, skin irritation and infection extended beyond the patch perimeter. The patient reported that she spoke with a healthcare personnel (hcp) and that the reaction was treated with a prescription of an oral antibiotic medication, cefdinir 300 mg twice a day, and an unspecified topical cream. At the time of the report, the patient was in normal condition. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).